Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices.  The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to having kidney and liver issues, inflammatory issues and headaches. There was no report of patient harm or injury.  The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging kidney and liver issues, inflammatory issues and headaches related to a CPAP device's sound abatement foam. There was no report of serious or permanent patient harm or injury. Additional information was received and added to the report. The device was returned to the manufacturer's product investigation labarotory on 05/26/2023 for further evaluation. The device was evaluated on 08/03/2023. The external aspect of the device was visually evalauted and the manufacturer observed an unknown dust/dirt contamination present on all surfaces of base device. Unknown scratches were present on the top enclosure of the device. The manuafcturer also found there is a cut into bottom enclosure that is likely from a box cutter. The internal aspect of the device was evaluated and unknown dust/dirt contamination and fibers found on the blower casing/impeller and blower box was inconsistent with degraded sound abatement foam contamination. The presence of contamination throughout the airpath suggests a source external to the device. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was no evidence of sound abatement foam degradation but dust contamination was observed, are consistent with being from an external source. Section d8, d9, h2, h3 has been updated.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging of kidney and liver issues, inflammatory issues and headaches related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Sections d1, d4 h6 updated in this report.